Event description:
As reported by the edwards lifesciences affiliate in portugal, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Insertion of the first system was challenging, there were difficulties to navigate through the femoral vein and inferior vena cava(ivc). After crossing the tricuspid valve, it was difficult to retract the integrated sheath, team agreed to move on to capsule gap, however it was impossible to turn the white knob properly on fluoro (the outer capsule was bent). It was decided to bail out the system and prepare a new system and new valve. The perceived root cause of the event was scoliosis, femoral vein pathway very tortuous due to significant anatomical pathology.

Manufacturer narrative:
E1 telephone number:(B)(6). This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.